Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the mx40 device was providing abnormal spo2 measurement readings that were incorrect. The device was in use on a patient. No adverse event was reported.